Event description:
While the nurse was inserting the PICC line, the guide wire became stuck in the pt's vessel. A physician was called upon to assist in the removal. He was able to remove the entire wire. After removal, the device was visually inspected by the physician and nurse. The wire was found to be unraveled, and the material that covers the wire (suspects that material is the introducer) was broken creating two sections of the introducer. There was a small piece dangling from the unraveled wire and the other intact section.